Event description:
It was reported that the lead exhibited intermittent capture at max output. Dft test was unsuccessful. Patient was asymptomatic. Lead was explanted and replaced. The patient tolerated the procedure well and was in stable condition post-procedure.